Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including confirmation of the explanted parts, confirmation of the date of revision, lot codes, operative notes, x-rays and medical history of the patient, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit revision of the cup, ecima insert and head after approximatively 9 days due to fracture at the level of the acetabulum. Note: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.